Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter or the test strips in question. The consumer was unable to provide any information regarding the meter, strips and could not provide any information regarding his hospitalizations. According to the consumer, she stated she took her meter with her the hospital, a new battery was put in but the meter would not power on; consumer discarded the meter in question after she was released from the hospital. The consumer was unable to identify brand or type of glucose monitoring device that was in use at the time of the reported event. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Consumer stated yesterday on (B)(6) she was unable to test her blood because her meter would not power on. According to the consumer, she "had 'low blood sugar symptoms' and was taken to the emergency room by her son at approx. 11:30 am."

Manufacturer narrative:
Submitted 4/15/2016.